Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The field service engineer (fse) performed troubleshooting and observed excessive build up around the sample and reagent pipetting holes on top of the process path and the pipettor z, and theta movement had excessive play causing the probe to be uncentered. The assy, pipettor, complete with lls cable plug was replaced which resolved the issue. A review of the architect i1000sr, serial (B)(4) service history revealed no subsequent issues have been reported post the replacement of the part. Return testing was not completed as returns were not available. A review of the architect system operations manual found labeling to be adequate for the complaint issue. A review of the i1000sr tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending for the assy, pipettor, complete with lls cable plug did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the assy, pipettor, complete with lls cable plug, or the architect i1000sr processing module, serial number (B)(4) was identified.

Event description:
The customer observed erratic (falsely elevated) architect b12 results for 1 sample. The following data was provided (no units of measure provided): initial result < 109, repeats = 196, 328, repeats after sample was reamed out = 232, 137 119, 131, 123. No impact to patient management was reported.